Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer received no delivery alarms during basal and bolus delivery. The customer's blood glucose was 2.7 mmol/l. Customer reportedly treated with food and juice. Troubleshooting was performed. After disconnecting and reconnecting the infusion set and reservoir, the customer successfully pushed insulin through the tubing. Insulin also exited during a manual prime. The alarm was explained to have been caused by an infusion set or reservoir occlusion. No further troubleshooting performed. Nothing further reported.